Manufacturer narrative:
This device will continue to be monitored and remains in services at this time. No additional information is available at this time. If additional information becomes available, this event will be updated. The device has not been returned. It appears the device longevity was within normal limits, and as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the battery status of this pacemaker seemed to be decreasing quicker than expected. To date, no adverse patient effects were reported. Additional information was received that this device remained implanted and was explanted three years later for normal battery depletion. The device was implanted for over nine years which exceeded the predicted longevity for this model device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.